Event description:
Same patient as: 2134265-2009-03775. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. A 3.5x24mm taxus express2 drug eluting stent was implanted in the proximal right coronary artery(rca). Approximately 2 months later, restenosis was found in the proximal rca and a 90% stenosed de novo lesion was found in the moderately tortuous and calcified mid rca. Plain old balloon angioplasty (poba) was performed with a non-bsc device in the proximal and mid rca. The physician attempted to advance a 3.5x20mm taxus liberte stent to the mid rca, but the tip of the device got stuck on the implanted stent in the proximal rca and was unable to cross through the lesion. Parallel wire technique was used, but the device did not cross the lesion. The guide catheter was exchanged and then the 3.5x20mm taxus liberte stent crossed the lesion. However, the balloon did not inflate. The device was removed outside the body and the procedure was completed with a non-bsc 3.5x23mm stent. Patient's condition listed as "good."

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.